Event description:
The customer reported a leak from the probe wipe block of the coulter hmx analyzer with autoloader. The customer reported seeing the leak when running patient samples in open vial mode. The customer stated that the probe wipe sticks and then a few drops of blood leak into the instrument. The volume of the leak was a few drops and was not contained within the instrument. The customer did not report any error messages at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 2/9/2015. The fse found that the probe wipe was sticking in open vial mode. The fse did not observe any active leaks. The fse repositioned the screw of the probe wipe, which repaired the sticking probe wipe. The repairs were verified per established procedures. (B)(4).